Event description:
It was reported that a female patient underwent a breast augmentation revision with an unspecified saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 08, 2022, mentor received additional information clarifying that the impacted device is a non-mentor product. Since the impacted device is a non-mentor product, no further investigation or reporting will be done on these complaint. Manufacturer¿s reference number: (B)(4).